Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2006. Patient later experienced bodily injuries, resulting in pain and suffering impairment, disability, and disfigurement. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012 patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.